Event description:
Information was provided to the manufacturer that the wire got stuck in the catheter. Additional information received from risk management (B)(6) 2011 ¿ the catheter being used was an 8.5 fr nephrostomy catheter. The wire was removed without incident ¿ risk management considers this incident near miss. No harm to the patient reported. Based on the information provided, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). The complaint device was returned in an opened, used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. An examination of the returned wire guide reveals a missing segment from the distal tip including the distal weld connection. Since the event description states that the ¿wire was removed w/o incident¿ it is unknown at what point during or post procedure the wire became elongated and separated. Per the engineering manager for wire guides the complaint wire guide is a compatible with a 8.5 fr nephrostomy catheter. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event. Per the quality engineering risk assessment, there is insufficient risk to take action.